Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour® next meter with serial # (B)(6), and no manufacturing anomalies were found. The meter kit lot # has been updated in section d4.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The contour® next meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. Model # 9651e of the contour® next meter is only available in sweden; therefore, the UDI # is not applicable. Contour® next meter is similar to the contour® next gen meter available in us market. Therefore, product code nbw and most recent 510 (k) # k223293 associated with the contour® next gen meter marketed in us were captured in sections d2b and g4 respectively. The kit # associated with the meter is not available. If the information is available at the later date, it will be provided in the supplemental report.

Event description:
The customer from sweden reported inaccuracies in the 7-day, 30-day and 90-day average blood glucose readings with the contour® next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.